Event description:
Caller reported a cgm error 42 associated with the g7sensor. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information and guided the caller through the reset process, which successfully resolved the issue as the pump did not display the cgm error code again.